Event description:
A customer reported experiencing repeated cartridge errors that prevented insulin delivery and made it impossible to load the cartridge correctly onto the pump. There was no adverse impact to the customer's blood glucose level. The customer, who was out of warranty, declined follow-up from customer technical support and was in the process of obtaining a new device. No additional information regarding corrective actions or outcomes was available.